Event description:
It was reported that a study was performed in which three patients received an unknown amount of inappropriate shocks from their subcutaneous implantable cardioverter defibrillators. A review of the data identified all of the therapy resulted from oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.